Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 05/26/2016 for investigation. The investigation is as follows: a DHR review for s/n (B)(4) found no previous complaints related to this event. During visual inspection, a hole was seen on the load plate cover. Archive data review found user advisory (ua) 16 (timeout moving to take-up position) error message that occurred on the reported event date of (B)(6) 2016. However the archive data review did not show any ua 15 (position < minimum patient depth position at start of take-up) as reported. The device failed functional test due to user advisory 16 displayed within the first few compressions. In summary, based on the platform's archive data, there were multiple ua 16 (timeout moving to take-up position) error messages on the reported event date, confirming the reported complaint. The archive also revealed there were no user advisory 15 recorded during the event date. During the investigation, it was observed that there was no brake activated when the device powered on. It was noticed that the drive train motor brake had rusted and seized. Note that in a warm and humid climate, the drive train motor brake will seize if the platform is not powered on frequently. Due to the platform not being powered on for several days, this may have caused the ua 16 and prevented the platform from performing compressions. Upon cleaning the corrosion/rust off and re-adjusting the brake gap, normal brake activation was achieved. The platform passed all testing criteria.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) and ua 15 (position < minimum patient depth position at start of take-up) upon powering on the device. The responding emergency medical service reverted to manual CPR due to this issue. It was reported that the patient achieved rosc. No patient sequelae reported. No further information was provided.